Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called in stating, "four days after the device implant, I have been having blips." The patient saw the physician, had an x-ray and a device check done. The patient further stated, "they can make it happen in the office but can't do anything about it." The patient also reported having, "shooting pains when putting on a brassiere, like muscle stimulation." The device remains in use. No further patient complications have been reported as a result of this event.